Event description:
A copy of a journal article was received by shiley which indicated that a pt had her convexo-concave mitral heart valve replaced due to an outlet strut fracture. According to the article, post-operatively, the pt "developed low output and subsequently died".